Event description:
It was reported that the right ventricular lead had increased thresholds. The lead was programmed to unipolar and remains in use. However, it was noted that patient had pocket stimulation intermittently at high unipolar outputs during interrogation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.